Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: unknown competitive model, implantable pacing lead, (B)(6) 1996; c4tr01, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2013. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was no longer sensing p-waves and had intermittent capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.